Event description:
It was reported that the patient experienced recurrent hypoglycemia around 50 mg/dl of unclear cause while using the ilet system with a g7 sensor and cd steel infusion set, prompting a data sync, factory reset, re-pairing of the ilet with the mobile app, sensor pairing, supply change with cannula fill, and subsequent transition to bionic mode after weight entry. Symptoms included hypoglycemia. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information and no findings available regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.